Manufacturer narrative:
The investigation conducted by the isi field service engineer (fse) concluded that system error code #20008 was associated with an input output distribution (iod) / remote interface adapter (ria) cable. The fse found a recessed pin at the connection end of the cable, preventing the cable from staying seated. The iod/ria cable is a bundle of wires which transmits power and sensor information between the surgeon side cart and the ria board associated with a particular slave arm. The system was repaired by replacing the affected ria cable. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #20008 appears when the da vinci safety system determines the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's, primary control sensor (encoder) and the secondary sensor (potentiometer), are out of specified tolerance for agreement. Upon determining these conditions, the safety system puts da vinci in a "nonrecoverable safe state". As of (B)(4) 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci surgical procedure, the site experienced system error code #20008. An isi technical support engineer (tse) was contacted via telephone, who had the site reboot the system. The system was restarted with no issues and the planned procedure was successfully completed. The tse was contacted after the procedure, who informed the surgical staff that the system should not be used for another procedure as the system error code would likely return and become nonrecoverable. The site decided to proceed with their next scheduled da vinci surgical procedure and prior to using the system to perform any tasks, the site again experienced system error code #20008. The tse attempted to troubleshoot the issue and had the surgical staff power cycle and emergency power off the system multiple times, however, system error code #20008 continued to recur during homing. The patient had been under anesthesia for approximately 1 hour and 15 minutes when the surgeon made the decision to abort the planned procedure and reschedule it to a later date. No patient harm, adverse outcome or injury was reported.